Manufacturer narrative:
Two bioraptor knotless suture anchor systems were returned for evaluation. Since the devices were returned in one package, lot identification is not feasible. Visual assessment of the devices showed the inserter tines and inner shafts of each device are bent. The inner grub screw on each device has been broken and a portion remains attached to the inner shaft. This condition is consistent with excessive force being applied in conjunction with off axis insertion. The handles appear to have been exposed to some type of cleaning agent making functional assessment prohibitive. Two bioraptor anchors were also returned for evaluation. The anchors are broken in several pieces, it cannot be determined if all pieces were returned. Dimensional assessment is prohibitive due to the condition of the returned anchors. Per the device IFU, under precautions it states, ¿ensure that the anchor placement is aligned with the drilled hole. Proper alignment is essential for a successful repair. Use of excessive force during insertion can cause failure of the suture anchor or insertion device¿. No root cause related to the manufacture of the devices can be established. No further investigation is warranted at this time. (B)(4).

Manufacturer narrative:
The site has reported that the device is available for evaluation, but to date has not been returned. (B)(4).

Event description:
During an anterior stabilization with mini open incision procedure, it was reported that the initial anchor appeared to crack on entry, this was removed and another anchor implanted successfully. A second anchor was then prepared and the anchor broke after the surgeon attempted insertion. With both failed anchors, the appropriate drill and guide were used. Both anchors were removed with standard gillies forceps. One hole was left with no product. Surgery was delayed by 10 minutes. The patient was reported to have good, hard quality bone. The site prep was a normal approach using the drill and guide as provided.